Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease fold. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Additional information was provided when the rga/operative report was received that the capsular contracture initially reported as baker grade IV is now a baker grade iii.

Event description:
Additionally, healthcare professional reported the left side capsular contracture with the correct baker grade of iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is capsular contracture, baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Device has been explanted.